Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to instability.

Manufacturer narrative:
Concomitant medical devices - unknown nexgen tibial: catalog number: ni, lot number: ni. Unknown nexgen articular surface: catalog number: ni, lot number: ni. Reported event was unable to be confirmed due to limited information received from the customer. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.